Event description:
It was reported that the ventilator generated a technical error code indicating a disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, this technical error has been confirmed with following symptoms: no ventilation and pre-use check failure. The printed circuit boards are required for testing purposes. Defective part has not been indicated. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4117.

Manufacturer narrative:
The correction of section h (fields h3a, h3b, h3c, h6) was required. This is based on the internal evaluation. #h3a device evaluated by mfg: no. Corrected device evaluated by mfg: yes. #h3b device not eval provide code: other. Corrected device not eval provide code: blank. #h3c if other provide code -explain: 4114. Corrected if other provide code -explain: blank. #h6 type of investigation: 10, 4111, 4114. Corrected type of investigation: 10, 4111.

Event description:
Manufacturer's ref. #: (B)(4).